Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 25 mg/dl. The customer was admitted at the hospital on(B)(6) 2016. Customer cause of hospitalization was low blood glucose. Customer was hospitalized for 4 hours and was wearing the pump at time of hospitalization. Customer declined troubleshooting.